Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's pump was exchanged due to suspected thrombus and hemolysis. The pt's lactate dehydrogenase (ldh) was 1530, haptoglobin less than 10, and he was experiencing shortness of breath and elevated liver enzymes. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The pump was returned assembled with the percutaneous lead cut approximately 4" from the pump housing, and the severed portion of the lead was not returned. The inflow conduit was received detached from the pump inlet port. The outflow graft and the outflow graft bend relief were returned attached to the pump outlet port. Visual examination of the proximal side of the inlet stator and the distal side of the outlet stator prior to disassembly did not reveal any depositions or thrombus formations. Examination of the rotor inlet upon disassembly of the pump revealed adhered thrombus formations surrounding the bearing cup of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The thrombus appeared thin and non-laminated, suggesting that it was an acute formation that developed while the pump was supporting the pt. Examination of the pump's blood-contacting surfaces revealed a soft, tissue-like thrombus with areas of denaturation surrounding the bearing ball of the outlet stator. The thrombus was non-laminated, indicating that it did not likely form in the outlet stator; however, it did appear large enough to obstruct blood flow through the pump and could have contributed to the reported elevation in ldh. The origin of the observed thrombus could not be conclusively determined based on the evaluation. A cause for the development of the observed thrombi could not be conclusively determined though the evaluation. Device thrombosis is an adverse event that may be associated with the use of the lvad. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. The pump's bearings, rotor, adn blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop, and the pump operated as intended. The data retrieved form the testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.